Manufacturer narrative:
Batch review performed on 30 november 2021: lot 152801: 42 items manufactured and released on 28-sep-2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, 29 items of the same lot have been already sold without any similar reported event since 2017. Clinical evaluation: 6 years after primary cemented tka the tibial plateau migrates distally on the medial side. No traumetic event is reported. It is very likely that the increased age of the patient led to weakening of the bone and subsequent mechanical failure of the proximal tibia. No reason to suspect a faulty device at the origin of this adverse event.

Event description:
The tibia plateau sank into the tibia bone. The reason for this sinking is not known. The knee was painful and therefore the surgeon decided to change to a gmk hinge 5 years and 11 months after primary.